Manufacturer narrative:
The device history record was reviewed and met all material specifications with no deviation identified. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly.

Event description:
It was reported that the patient underwent a surgical procedure on (B)(6) 2018 and utilized paragon 28 gorilla plating system. The mtp plate was reported broken post-operatively. A removal surgery was completed on (B)(6) 2019 and revised using another mtp plate with a cross screw. It was reported that a cross screw was not used in the original procedure.